Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the response from the touchscreen was poor. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no parts being returned for failure investigation (fi), no root cause could be determined. If parts are returned, the complaint will be reopened.